Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "wear of the cup in the charnley lfa in the young patient,¿ by b.m. Wroblewski, p.d. Siney, and p.a. Fleming published in the journal of bone and joint surgery (br) 2004; 86-b: 498-503 was reviewed for MDR reportability. The study identified factors associated with low wear or high wear of the charnley cup. There were 1092 patients under the age of 51 years with doi's between november 1962 and december 1990. There was no indication of the manufacturer of the femoral head or stem. The following adverse events were noted: 10 revisions were noted for cup wear and loosening. 190 cups were not revised but noted to be supported by the acetabular rim, which per charnley surgical technique is considered mispositioned.